Event description:
On (B)(6) 2012, patient reported the up button on the infusion device is unresponsive and the protective rubber on the up/down button is starting to wear. The correct type of battery is used in the infusion device. The button is not flat and pops up after it is pressed. He has used this infusion device for 4 years. The infusion device was not dropped, and the button has to be pressed hard and repeatedly for the infusion device to respond. The infusion device, battery, and battery cover were replaced, and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.